Manufacturer narrative:
A supplemental report is being submitted for additional information was received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the vad exhibited low flow alarms.

Manufacturer narrative:
###A supplemental report is being submitted for investigation summary. Product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation. There is no evidence that (B)(6) had previously been s erviced. A review of the device history record confirmed that the associated device met all requirements for release. Log file analysis revealed one (1) vad stopped alarm was logged on 18/jul/2024 at 16:08:42, indicating that the motor stators failed. Review of the event log file revealed ten (10) reactivation events were logged between 18/jul/2024 and 30/jul/2024; six (6) of the reactivation events indicated an overcurrent condition on the rear stator and four (4) of the reactivation events indicated an overcurrent condition on the front stator, resulting in the pump running on a single stator. Further review of the alarm log file revealed three (3) electrical fault alarms were logged on 18/jul/2024 at 16:08:43, 30/jul/2024 at 06:39:49 and at 07:15:46, due to an overcurrent condition in the front stator resulting in the pump running on a single stator (rear stator only). One (1) high watt alarm was then logged on 30/jul/2024 at 06:39:50, due to the increased power consumption required to run on a single stator. Additionally, log file analysis revealed five (5) low flow alarms were logged since 22/jul/2024. As a result, the reported electrical fault alarm, vad stop, and low flow events were confirmed. The reported ¿driveline bent¿ event could not be confirmed due to insufficient evidence. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow c annula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Based on the available information, a possible root cause of the reported ¿driveline bent¿ event may be attributed, but not limited, to factors such as normal wear over time and/or improper handling. The most likely root cause of the electrical fault alarms, vad stopped alarm, high watt alarm and observed reactivation events due to an overcurrent condition can be attributed, but not limited, to a short in the driveline likely due to damage to the controller driveline port, driveline connector, and/or existing driveline damage. There is evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ventricular assist device (vad) patient was admitted for volume overload, the vad exhibited electrical fault alarms and a vad stop. The patient had wrapped multiple layers of duct tape over the driveline (dl), it was noted that the patient bent the dl. The coordinators took time to straighten the dl and remove the duct tape, then proceeded to tape the dl with clear tape. Servicing was recommending but not performed. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.